Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5111968. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the plunger in the bd intregra¿ syringe with detachable needle pierced through the stopper during the injection, resulting in the patient not getting a full dose of medication. The following information was provided by the initial reporter: "while giving an injection with a bd integra syringe, the metal tip of the plunger broke through the plunger stopper. As a result, the patient received less than a full dose of medication."

Event description:
It was reported that the tip of the plunger in the bd intregra¿ syringe with detachable needle pierced through the stopper during the injection, resulting in the patient not getting a full dose of medication. The following information was provided by the initial reporter: "while giving an injection with a bd integra syringe, the metal tip of the plunger broke through the plunger stopper. As a result, the patient received less than a full dose of medication."

Manufacturer narrative:
H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the cutter of the integra syringe had punctured through the stopper and the needle had not retracted. An unused physical sample is required for a more thorough evaluation. Potential root cause for the premature retraction defect is associated with the assembly process. These conditions are occurring below their expected frequency so no corrective action is required at this time. A device history record review was completed for provided lot number 1029961. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.